Event description:
A 76 yr old white gravida 0 female status post bilateral subcutaneous placement of small cronin gels for reconstruction 04-11-68. These encapsulated shortly afterward; lt more painful than rt. In 1/95 she had a rt thoracotomy for excision and biopsy of a benign lesion and since the surgery, she complained of increasing rt breast pain. This is sharp and paralyzing when she bends forwards. The encapsulation continues to worsen. Complaints include: myalgias, (positive am stiffness), paresthesias/dysesthesias, spasms, fatigue, swelling, sleep disturbances, adenopathy, visual changes, word loss, depression, sicca, sensitivity to chemicals, costochondritis, choking sensation, hypertension, weight gain, easy bruising, and genitourinary disturbances. Pt is otherwise healthy.